Event description:
It was further reported that there was no patient involvement. The product problem was observed during testing.

Manufacturer narrative:
B5: updated with additional information. H10 ?device evaluation: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The line cord had wear and tear damage. The customer reported product problem (water leak) was confirmed. The leak was attributed to a manufacturing problem with the water tank cover. The tank cover along with the worn line cord were replaced to address the reported product fault.

Event description:
Information was received indicating that the level 1 hotline low flow system leaks water and has a suspected crack in the enclosure. There was no patient involved.